Event description:
It was reported that this right ventricular (rv) lead was presenting elevated high capture threshold measurements and pacing failure. Later on, a lead dislodgement was suspected, and a lead reposition was planned. On the other side, during operation an infection was confirmed, and the system was explanted. It was confirmed that the dislodgement and the high capture thresholds measurements occurred due to the infection.

Event description:
It was reported that this right ventricular (rv) lead was presenting elevated high capture threshold measurements and pacing failure. Later on, a lead dislodgement was suspected, and a lead reposition was planned. On the other side, during operation an infection was confirmed, and the system was explanted. It was confirmed that the dislodgement and the high capture thresholds measurements occurred due to the infection.

Event description:
It was reported that this right ventricular (rv) lead was presenting elevated high capture threshold measurements and pacing failure. Later on, a lead dislodgement was suspected, and a lead reposition was planned. On the other side, during operation an infection was confirmed, and the system was explanted. It was confirmed that the dislodgement and the high capture thresholds measurements occurred due to the infection.

Event description:
It was reported that this right ventricular (rv) lead was presenting elevated high capture threshold measurements and pacing failure. Later on, a lead dislodgement was suspected, and a lead reposition was planned. On the other side, during operation an infection was confirmed, and the system was explanted. It was confirmed that the dislodgement and the high capture thresholds measurements occurred due to the infection.